Event description:
It was reported via FDA letter received and sent to stryker spine 7/16/2008 that a male was admitted approx one and a half months earlier, status post chemotherapy for thoracotomy and vertebrectomy with a bloc resection at t9, t10, t11 vertebrae for high grade sarcoma. Surgery 5/29/2008 was performed using a synthes product and the next day using a stryker device. Patient did well post-op and was transferred out of ICU. Twelve days prior to origial date, the patient went into cardiac arrest and coded, and was pronounced dead. Preliminary autopsy report revealed the vertebral cage titanium prosthesis was appropriately positioned with a periaortic/retroperitoneal hematoma with dissection into right and left pleural cavities. 2400cc hemothorax right.

Manufacturer narrative:
Additional information and product has been requested for evaluation, and if received will be supplied on a supplemental.